Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10376. The pt reported she has experienced pain and discomfort during charging since implanted with her scs system. The sensation starts after the pt has charged the ipg for approx 5-10 minutes. The pt stated that her skin becomes reddened and she acquires hives near that area. The pt also reported that she will not be using her scs system anymore and would like to have it removed. No further info is available at this time. On (B)(6) 2012, st jude medical, (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Add'l info: 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.